Event description:
After 3 months of implantation, this pacemaker was removed because of pocket infection. During an internal audit on january 10, 2000. Device tracking found that this device should have been reported to quality assurance and placed on a MDR. Therefore, the report is being submitted late. All incoming registration forms will be reviewed by the device tracking coordinator, upon receipt, to prevent further re-occurrence.